Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the forceps raiser had foreign material. In addition, leakage from the switch box, low angulations, and switch 1 not working were observed. Furthermore, scratches, cuts, and dents were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera ii ultrasound gastrovideoscope switch 1 fails to work. In addition, leak from the control section and reduced angulation were observed. The event occurred during preparation for use. During a standard service inspection of the customer returned device, the forceps raiser had foreign material and the acoustic lens chip was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event: damage on the acoustic lens occurred due to the similar reason as other damages. However, the legal manufacture could not determine if the damage was caused by stress, handling, or other issues. Since the nozzle was clogged, it was possible that cleaning failure occurred and a foreign material could not be removed. However, the legal manufacture could not determine why the nozzle was clogged. The following is included in the IFU and may have helped prevent the event: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.